Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2018 the patient had guaiac positive stool and drop in hemoglobin/hematocrit. The patient was on chronic warfarin therapy at the time of the event. The patient was admitted and received unspecified blood transfusion. A pill cam on (B)(6) 2018 showed multiple actively bleeding arteriovenous malformations (avms). The patient was started on octreotide infusion. On (B)(6) 2018 the patient required more unspecified transfusions. It was reported that the gastrointestinal (gi) bleed resolved on (B)(6) 2018. Due to the gi bleed, the patient had prolonged hospitalization with a total of 6 units of packed red blood cells (prbcs) transfused. No additional information was provided.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. Log files from the time of admission showed the device operating as expected. No unusual events were captured. No further information was provided. The manufacturer is closing the file on this event.